Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-17409, 2017865-2019-17410, 2017865-2019-17413. It was reported that the system was explanted due to infection. Patient was stable throughout.